Manufacturer narrative:
The user facility is outside of the united states. No medwatch report was received. Current information is insufficient to permit a conclusion as to the cause of the event. The lot number information needed to review device history records was unavailable. Date of event - revision procedure occurred in approximately (B)(6) 2011. Expiry date - could not be confirmed since product identification was not provided. Date implanted - unknown. Date explanted - revision procedure occurred in approximately (B)(6) 2011. Manufacture date - could not be confirmed since product identification was not provided. (B)(4).

Event description:
It was reported that patient underwent total elbow arthroplasty on an unknown date. Subsequently, a revision procedure was performed in approximately (B)(6) 2011 due to the ulna ring fracturing. The ulna component was removed and replaced. It was further reported that patient chops and carries wood. No further information has been provided to date.